Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, arrhythmia, palpitations, chest discomfort, heart block and fatigue. The right ventricular (rv) lead exhibited high impedance, increase in threshold, pacing failure, dislodgement, insufficient helix fixation and excessive slack. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.